Manufacturer narrative:
Product analysis: the reported measurement issue was verified during service when the technician observed a blood-clot on the ir-sensors. After power on, the instrument home park-position of the flag motor had multiple deviations and caused deflection in the lift-bar height and the lift bar height measured in specification, but it kept deflecting. The issue was resolved by replacing the flag motor and adjusting the lift bar height. Preventive maintenance was completed per specifications. Conclusion: after investigation the complaint is confirmed for the act plus instrument¿s reported issue with measured values that seemed incorrect. The issue was verified during service when the technician observed a blood-clot on the ir-sensors. Additionally, after power on, instrument the home park-position of the flag motor had multiple deviations and caused deflection in the lift-bar height and the lift bar height measured in specification, but it kept deflecting. The issue was resolved by replacing the flag motor and adjusting the lift bar height. Trends for issues with this instrument are monitored. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that at an unspecified time this act plus instrument was reported by the customer to require repair, due to measured values that seemed incorrect or being higher than expected. The customer observed that other instruments showed lower values for the same measurement. The use of the instrument was unspecified. There no reported allegation of patient death or serious injury.